Event description:
During a pta treatment procedure to dilate a calcified, 90% stenotic lesion in the superficial femoral artery, removal difficulties were encountered. The physician had used a sasuga 4mm balloon along with a transcend .014" guidewire to initially dilate the lesion. This was then exchanged for a sasuga 6mm balloon catheter which was advanced to the target lesion and inflated three times to 16 atm's. The physician was inflating the balloon for the fourth time when it ruptured at 10 atm's. Removal difficulties were experienced while attempting to remove the ruptured balloon catheter through the medikit 4 fr sheath. The pt is reported as 'good' following the procedure; no injury or complications were reported.